Event description:
It was reported that the subject device had no image. The issue had occurred during diagnostic procedure installation. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers. Based on the results of the investigation for the image flickers, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.